Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The pump was not returned for investigation. The cause of the positioning issue most likely was use related due to improper technique as the pump shape got hooked in papillary and then pulled out from the aortic valve with pump cannula kinking during repositioning. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 47-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that when placing the impella cp, the impella cp kept getting hooked in the papillary muscle. The physician had to remove the impella, re-wired, and placed it again. Once the patient was in the room, the impella cp came across the aortic valve and the physician was not able to put it back. The patient was taken to the catheterization lab and the impella cp was replaced. The patient is stable. The new impella device was successfully placed.